Event description:
The patient had a history of hypertrophic cardiomyopathy. After placement of the fidelis right ventricular lead, the patient reported experiencing multiple inappropriate shocks. The lead was replaced. This device is part of a well-known recall.